Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at the keypad traces. The insulin pump powered up properly after battery installation. No unexpected battery out limit alarms noted. The operating currents are within specification. The insulin pump has cracked case at the display window corners, broken belt clip slot, minor scratched lcd window and missing the end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a keypad anomaly. The blood glucose reading is 5.8 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.